Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial lead with the distal tip measuring 46.5cm was returned for analysis. External insulation abrasion was noted at 38.2-38.3cm from the distal tip, consistent with lead friction to the suture sleeve, and at 41.0-41.5cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 7.5-12.3cm from the distal tip. The etfe coating was intact at these locations.